Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included endometriosis. Concomitant products included diazepam from (B)(6) 2013 to (B)(6) 2016, fluoxetine from(B)(6) 2013 to (B)(6) 2016, nortriptyline since 2016 and topiramate since 2016. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), fatigue ("fatigue"), nausea ("nausea"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and bacterial infection ("bacterial infections") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal/digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal), infection (other),"), migraine ("migraines/headaches"), headache ("migraines/headaches"), abdominal pain upper ("stomach pain"), neuralgia ("nerve pain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, abdominal pain upper, neuralgia, rash, vaginal discharge, weight increased, bacterial infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, bacterial infection, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, migraine, nausea, neuralgia, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: delivery catheter deployed. Device in good position. Complications: none (per mr). 3 trailing coils on the left side, 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Pregnancy test urine - on (B)(6) 2013: negative.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included endometriosis. Concomitant products included diazepam from (B)(6) 2013 to (B)(6) 2016, fluoxetine from (B)(6) 2013 to (B)(6) 2016, nortriptyline since 2016 and topiramate since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), fatigue ("fatigue"), nausea ("nausea"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and bacterial infection ("bacterial infections") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal/digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal), infection (other),"), migraine ("migraines/headaches"), headache ("migraines/headaches"), abdominal pain upper ("stomach pain"), neuralgia ("nerve pain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, abdominal pain upper, neuralgia, rash, vaginal discharge, weight increased, bacterial infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, bacterial infection, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, migraine, nausea, neuralgia, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: delivery catheter deployed. Device in good position. Complications: none (per mr). 3 trailing coils on the left side, 2 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Pregnancy test urine - on (B)(6) 2013: negative.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case become serious incident as essure was removed. Reporters, medical history, lab data and essure removal details were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.